Manufacturer narrative:
Additional devices for this complaints: unk outflow graft - 1125. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not returned.

Event description:
It was reported that the patient felt fatigue, weakness and insomnia for four days. The patient presented to the clinic with shortness of breath and hematuria. The patient was hospitalized on (B)(6) 2017. The patient was started on anticoagulation/antiplatelet therapy. Subsequently there was a low flow alarm. The patient was alert and oriented. Log files revealed power consumption was below normal operating range. The patient was emergently brought to the operating room where a pump exchange was performed on (B)(6) 2017. According to the surgeon, there was no visible clot in the pump, but there was kinking of the outflow graft. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the devices were not returned for evaluation. Review of the manufacturing documentation for both the pump and the outflow graft confirmed that the associated devices met all requirements for release. The reported event of "high power" was confirmed via log files which revealed 52 high watt alarms and a rise in power consumption starting (B)(6) 2017 to parameters outside normal operating range on (B)(6) 2017. The reported event of "kinked outflow graft" was not confirmed due to insufficient evidence provided by the site. Of note, it was reported that the patient received anticoagulation therapy and subsequently a low flow alarm was logged on (B)(6) 2017. It was also reported that there was no visible clot in the pump upon explant however, the outflow graft was kinked. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was further reported that the ventricular assist device (vad) was exchanged due to a potential vad thrombus. The device status was collected during a review of patient records with the healthcare facility.

Manufacturer narrative:
Corrections: a5a, a5b, d1, d4, h4, h10 a supplemental report is being submitted for additional information and corrections. A5a ethnicity corrected to no information. A5b patient race corrected to no information. D1 brand name corrected from heartware® ventricular assist system to heartware ventricular assist system ¿ pump. D4 model # corrected to 1103 and unique identifier (UDI) # corrected to (B)(4). H4 device manufacture date corrected to 30-sep-2014. H10 additional product 1001883433 corrected to include d1, d4, d9, h4, h5 and h6. Newly received information indicated that the ventricular assist device (vad) was exchanged due to a potential vad thrombus. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: model #: 1125 / catalog #: 1125 / expiration date: 30-apr-2019 / lot #: 1001883433 UDI #: (B)(4), d9: no h4: mfg date: 30-apr-2014 h5: no h6: patient ime code(s): e0514, e0303, e0717, e1302, e130501, e1621, e2312 h6: imf code(s): f1203, f08, f1905, f2303 h6: img code(s): g04019 h6: FDA device code(s): a1412, a040601 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. The device status was collected during a review of patient records with the healthcare facility.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) and associated outflow graft (lot no. 1001883433) were not returned for evaluation. Log file analysis revealed a rise in power consumption starting on (B)(6) 2017 to parameters outside normal operating range followed by a sudden decrease in power consumption on (B)(6) 2017. 1 low flow alarm was logged on (B)(6) 2017 and 52 high watt alarms were logged since (B)(6) 2017. Of note, it was reported that the patient received anticoagulation therapy and subsequently a low flow alarm was logged on (B)(6) 2017. It was also reported that there was no visible clot in the pump upon explant however, the outflow graft was kinked. Information received from the site revealed that the patient felt fatigue, weakness and insomnia and was presented with shortness of breath and hematuria. The patient had ventricular assist device (vad) exchanged due to a potential device thrombus. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. The reported event of "kinked outflow graft" was not confirmed due to insufficient evidence. Based on the available information, the most li kely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft and/or a kink in the outflow graft. Per the instructions for use, hematuria and device thrombus are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: 1125 outflow graft. H6: img code: g04019 h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12, d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.